Manufacturer narrative:
The insulin pump was programed with multiple bolus units. All bolus were delivered properly and recorded on pump history screen. No bolus or history anomaly noted during testing. The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and all operating current test were normal. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they experienced bolus anomaly. The customer's blood glucose was 400 mg/dl at the time of incident. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.